Event description:
On (B)(6) 2025, the user reported difficulty using the touchscreen on the ilet device. The user had been cleaning the screen daily with an alcohol wipe. After removing the plastic screen protector, the touchscreen functioned normally.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.